Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old female patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using magnetic resonance imaging and an in-office visit with a medical professional. As a result, the patient is scheduled for removal on (B)(6) 2023. A discrepancy was observed when the information reported included a date of implantation that occurred after the expiration date of the breast implant. Mentor memorygel breast implants are not intended for use after product expiration, thus the user used the device in error. Follow-ups are being conducted to clarify the event. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On june 05, 2023, mentor received additional information. Ethnicity: not hispanic/latino. Race: white. On june 21, 2023, mentor was notified that the patient's removal and replacement surgery was rescheduled for (B)(6) 2023. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 02, 2023, the mentor analysis lab received the suspect medical device for evaluation. On august 09, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had two (2) areas of siltex cracking, the first one was found on the posterior view, and a tear (a) was noticed within it extended to the anterior view, measuring approximately 9.5 cm. The second one was found on the anterior view, and a tear (b) was found within it, measuring approximately 2.2 cm. The evaluation determined that the cause of the ruptures (a and b) is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the device was implanted after the expiration date. Multiple attempts have been made to obtain a clarification of the implantation date, however, no additional information has been provided. According to the product insert data sheet, sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown on the box label. Manufacturer¿s reference number: (B)(4).